Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed to pace. There was no reported adverse patient impact.

Manufacturer narrative:
Resolution and disposition: the customer was provided with a quotation for bench repair. The device was not repaired at the bench. The device was returned to the customer site.